Manufacturer narrative:
The device was found to power up properly after battery installation. The pump received with operating currents within spec. There was no failed battery test noted. The pump was received with stripped battery cap coin slot. The device was received with minor scratches on lcd window. (B)(4).

Event description:
The customer's mother reported via phone call of issues with failed battery test. The mother states that they cannot get the battery cap back off. The customer's blood glucose level at the time of incident was 455mg/dl. The customer treated high levels with manual injection. The father states that there is damage to the cap, it is stripped and cannot be removed. Troubleshoot was conducted. The customer was informed that the device would be replaced and returned for analysis.